Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore¿ excluder¿ aaa endoprosthesis. A proximal type I endoleak and type ii endoleak were observed on the intra-angiography imaging but the physician elected to monitor it, and the procedure was completed without any further treatment. On an unknown date, a proximal type I endoleak was suspected on the follow up CT angiography imaging, a reintervention was planned. On (B)(6) 2021, reintervention was took place, a type I endoleak was confirmed on the intra-angiography. A stent graft(vbx) was placed at the left renal artery using chimney technique followed by deploying an additional stent graft from under the right renal artery. The proximal type I endoleak was resolved, and type ii endoleak was observed but the physician elected to monitor it. The procedure was completed. The patient tolerated the procedure. Reportedly, the patient had a reverse taper neck.